Event description:
The materiovigilance responsible of the hospital, reported via (B)(4) that : "a patient underwent an unanticipated revision surgery due to a pseudotumoral fluid cyst developed around total hip prosthesis abgii modular. The neck is chrome cobalt, the stem of titanium 4.60. The opinion of the reporter is that the event is related to a probable reaction immunoallergic alval type". The consequence of the event was a revision surgery with cyst removal, resection and replacement of the implants.

Manufacturer narrative:
Additional information has been requested an if received will be provided in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00548.